Event description:
The patient had an alleged allergic reaction to a bd safety-lok needle. The patient is known to be allergic to nickel and developed a reaction around the needle insertion site. The patient developed two 1mm diameter hives around the antecubital area on the right arm. Benadryl was administered orally and a cortisone cream was applied topically to the affected site.

Manufacturer narrative:
Inconclusive - investigation is still in progress. Device not returned to manufacturer. An investigation will be done on the device lot number and a supplemental report will be filed upon completion of the investigation.